Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the bag disconnected between the lower 2 clamps and aspiration port without being touched. It was further noted that the luer locks on the patient line stopcocks seemed to be coming unscrewed and therefore detaching from the patient. According to the report, the product was replaced and there was no patient impact.

Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed with the device. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.